Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as no event date was reported. The complainant was unable to report the batch/lot number; manufacture date, and expiration date are unknown. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was used during a feeding tube replacement procedure. The procedure date is unknown however replacement was made within 6 months of initial placement. According to the complainant, while trying to remove the placed device the bolster detached inside the patient. The new endovive securi-t percutaneous gastrostomy tube was placed. There were no patient complications reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block b3 (date of event): date of event was approximated to (B)(6)2020 as no event date was reported. Block d4, h4: the complainant was unable to report the batch/lot number; manufacture date, and expiration date are unknown. Block h6 (device codes): problem code 2907 captures the reportable event of internal bolster detached. Block h10: visual examination of the returned device revealed the molded internal bolster was detached from the tube and it was not returned with the device. Additionally, remnants of the internal bolster remained attached to the tube indicating the components were joined prior the separation. The complaint was consistent with the reported event of internal bolster detached. It is most likely that procedural and anatomical factors encountered during the procedure could have affected the device performance and its integrity. Probably the molded internal bolster was detached due to user technique, patient anatomy or other procedural factors and force applied to distend the gastrostomy tube during placement could have contributed with the event. Based on the information available and the analysis performed, the investigation conclusion code for the encountered damage will be documented as adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was used during a feeding tube replacement procedure. The procedure date is unknown however replacement was made within 6 months of initial placement. According to the complainant, while trying to remove the placed device the bolster detached inside the patient. The new endovive securi-t percutaneous gastrostomy tube was placed. There were no patient complications reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.